Event description:
It was reported that revision surgery was performed due to dislocation.

Manufacturer narrative:
The associated complaint device was not returned. A review of the complaint history shows multiple orders with the listed failure mode but none for the listed lot number. A review of the device history record revealed discrepancies during the manufacturing process; however the discrepancies had nothing to do with the fit or function of the device. Per procedure the remainder of the order was 100% inspected. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.